Event description:
Customer's son reports testing to a professional meter while using the aviva system with results of 171mg/dl on customer's meter and 50mg/dl on the professional meter within 10 minutes. Results on the aviva system did not match customer's hypoglycemic symptoms. Customer's son called paramedics and they treated customer with a glucose injection. No quality controls were run during the call. A request was made for return of the suspect product and a replacement was sent.